Manufacturer narrative:
Consumer reported the product damaged his eyes after use. There was no report of a medical evaluation or medical treatment associated with the experience. Attempts were made to contact the consumer with no response. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure.

Event description:
Consumer reported the product damaged his eyes after use. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.

Manufacturer narrative:
Further product details, event and medical information were requested but have not been received. The product was not returned for evaluation. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer originally reported product caused burning , irritation , and dry eyes. Since the follow-up report, the consumer has provided information regarding the event. Consumer states two additional doctors were seen for this event and he was prescribed goldeneye. The consumer provided paperwork associated with visit to the a&e department. The clinical details on the form indicated eye irritation and occasional discharge. No other description of symptoms or signs were provided. Several follow-up attempts have been made with the consumer requesting additional medication and product information have been unsuccessful.

Manufacturer narrative:
Attempts to obtain additional product and event information have been unsuccessful.

Event description:
Since the initial report information was received from the retailer that the consumer reported experiencing burning, rash by eye lids, and dry eye. Consumer claims this has caused stress and anxiety. Additional attempts to contact the consumer have been unsuccessful.